Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The instrument was visually evaluated and found to be in decent overall condition. There were scratches and signs of wear on the instrument; no discoloration was observed. The internal components were rotated inside the assembly, resulting in galling on the handle cam and plunger wheel where the surfaces come in contact and causing friction during handle actuation. The complaint was confirmed as the internal roller mechanism is rotated out of place, causing damage to the cam and wheel and hindering actuation of the lever arm. Manufacturing history was reviewed and no non-conformance was identified. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon receipt of additional information and/or completion of the device evaluation.

Event description:
It was reported the table top bender does not function properly. More information was requested but has not been received at this time.